Event description:
It was reported that patient death occurred. A lead integrity alert (lia) occurred due to high right ventricular (rv) lead thresholds, increased impedance, and oversensing. These readings activated the patient's remote monitor, and a remote monitor technician was able to make contact with the patient. At this time the patient was being transported and given emergent care. The patient's arrhythmia was identified as ventricular fibrillation (vf), and no shock was delivered due to the activated lia.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), indicated a right ventricular lead integrity alert occurred and indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.